Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 280 mg/dl.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the alarm. The pump was received with minor scratches on the lcd window and a cracked belt clip slot.